Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the manufacturing facility for evaluation and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently fail to power on. There was no pt use associated with the event.